Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Returned device has a fragment from the anterior of the post feature fractured off and fragment not returned. DHR was reviewed and no discrepancies were found. The likely condition of the part when it left zb control is considered conforming based on the product's field age and the DHR review. A previous investigation into this issue determined that the likely root cause for the tibial articular surface provisional (tasp) fractures is bending/torsional loading on the device. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. Personatasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured component in this complaint was manufactured before the design modification was implemented. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. (B)(4). This report is number 2 of 2 mdrs filed for the same event (reference 1822565-2017-00284 / 00284).

Event description:
It is reported that the tibial articular surface provisionals were found fractured in trays during inspection by the warehouse.